Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor memorygel breast implant , catalog#: 3505004bc , serial #: (B)(4). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo removal and replacement with an unspecified silicone gel implant on (B)(6) 2019.

Manufacturer narrative:
On 11/20/19, the suspected medical device was returned for evaluation. On 12/02/19, mentor received additional information regarding the revision surgery and the replacement devices. The patient had previously experienced left-sided capsular contracture, and a capsulotomy was performed to address the issue on (B)(6) 2018. However, capsular contracture recurred and led to the explantation. The replacement devices are two 650cc mentor memorygel breast implant (catalog #: shpx-650, right serial #: (B)(4), left serial #: (B)(4)). On 12/11/19, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer reference number: (B)(4).